Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the erbe generator to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The unit was returned for failure analysis and the reported failure was confirmed. The unit will not power on and no error can't be confirmed on the error logs since this is a training unit. The complaint was confirmed based on the field evaluation and failure analysis, which indicates that the device may have contributed to the customer reported issue. Isi reviewed the site¿s complaint history, which does not reveal any related or duplicate complaints involving this product and/or this event. Image(s) and/or video clip(s) associated with this reported event were not submitted for review. Event verification: verification of the event details via system logs cannot be performed as the issue occurred during a training/demo.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the erbe turned off during use and after that did not turn on again. The procedure was completed with no reported injury. There were no procedure delays. Intuitive surgical, inc. (Isi) followed up with the trainer and obtained the following additional information: the trainer confirmed this was not the same event. The system functionality was checked upon powering on the system and the system initially powered on without errors. To resolve the issue and continue the procedure, the vision side cart (vsc) was exchanged for another vsc from an xi system. The system in question is exclusively for training, not used on patients.